Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the user experienced a high blood glucose of 400 mg/dl. The user alleged the insulin pump was under delivering insulin due to the customer experiencing high blood glucose numbers for about a month and glucose level do not drop after delivering insulin boluses. The customer also reports battery out alarm on (B)(6) 2019, no power alarm on (B)(6) 2019, no delivery alarm on (B)(6) 2020, which was resolved with an entire set (reservoir and infusion set) change, and multiple alarms on (B)(6) 2020. Customer reports that the drive support cap appears normal. It is also reported that the insulin pump was exposed to high magnetic fields in the form of being in an MRI. Customer has been using insulin pump system within 48 hours of reported high bg event. Auto mode was not active as the customer does not use a 670g system; they use a dexcom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or displacement anomaly noted during testing. Device was monitored for 2 days. No a21 alarm, a47 alarm, unexpected battery power loss anomaly, unexpected low battery alarm or unexpected off no power alarm noted during testing. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).